Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device was distorted. The prompts were partly visible but the right side of the device's display was illegible. As a result, the device user may not be able to see the labels for the soft keys and therefore they would not be able to see which button they would need to press to analyze the patient's rhythm and determine the need for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the lcd glass was broken. An applied force had deflected the impact shield and caused the lcd glass to break by bending the metal frame of the display. This caused the lcd display to become illegible. A replacement device was provided to the customer under warranty.